Manufacturer narrative:
For the investigation the logfile was analysed. It was found that during ventilation the device found inconsistencies between the measured turbine rotation speed of the motor blower and the set rotation speed. As specified for this case, the device posted the technical alarm "blower defect" and the device switched to patient safe mode. In this case the ventilation stops and the high priority alarm "device failure !!!" Will be given. The emergency breathing valve opens allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. During servicing the device failure was not reproducible. Carina reacted as specified for this situation and gave the corresponding optical and acoustical alarms.

Event description:
It was reported during use that the carina unit displayed "device failure." The patient was removed from the ventilator and was put on 15 liters of o2. The customer is not alleging any patient harm due to the device failure.